Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. Investigation found a damaged section under the strain relief that contributed to the difficulties seen throughout the inflation process, consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that the balloon guide catheter was used in a thrombectomy procedure up the left internal carotid artery (ica) and was passed through for aspiration. Upon balloon deflation, the balloon slightly deflated then would not deflate anymore and physician started pulling back bubbles immediately on syringe. The balloon was deflated enough to pull back into an 8fr sheath and once entered into the sheath, the balloon deflated immediately. Reportedly, the patient had severe iliac tortuosity. Thrombectomy was successful and there was no report of harm or injury to the patient.